Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. In addition, the patient could barely feel the stimulation. It was also reported diagnostic testing revealed 2 of the patient's lead contacts reflected high impedance readings. Subsequently, the patient underwent surgical intervention where her lead was repositioned. Effective therapy was resumed post operative and the reported issue is now resolved.